Manufacturer narrative:
Date of event: (B)(6) 2021. The device was returned to olympus for evaluation and the device evaluation determined the glue on the forceps cover was peeling. Additionally, the elevator channel inlet was loose and leaking and the black covering of the bending section was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The user facility returned an asset evis exera ii ultrasound gastrovideoscope to the olympus service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, the glue on the forceps cover was found to be peeling. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred due to an external foce applied to the tip due to handling. The following verbiage is identified within the instruction manual: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, forming objects, or other irregularities." Olympus will continue to monitor field performance of this device.